Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of a colleague infusion pump with failure code 802:00 was confirmed during product evaluation as failure code 802:20. This condition was caused by a faulty pumphead module. The pumphead module was replaced to correct the reported condition. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 802:00. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00.

Manufacturer narrative:
(B)(4). The device history record review shows pump failed 'cannot power up'. Battery was changed & pump passed subsequent testing.